Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application was unable to establish telemetry with the implantable device was confirmed and it was also determined at analysis that the mobile programmer application lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after programming the cardiac resynchronization therapy pacemaker (crt-p) to magnetic resonance imaging (MRI) mode using the mobile programmer application, the patient experienced symptoms of pain with right ventricular only pacing. It was noted that when attempting to take the device out of MRI mode due to the patient¿s symptoms the application was unable to establish telemetry with the implantable device, noting a yellow light when attempting interrogation. Troubleshooting steps were taken to include ending the session and rebooting the host tablet. Once the application was restarted, it was possible to successfully interrogate the implantable device and the patient was no longer symptomatic. The device remains in use. Performance data from the mobile programmer application was received and it was determined at analysis that the mobile programmer application lost connection. No patient complications have been reported as a result of this event. Application version: 4.2.3, host tablet os version: 18.5.